Event description:
It was reported that the ventilator generated a technical error indicating a control printed circuit board failure during installation. There was no pt involvement. Importer ref #: (B)(4). Ref # 8010042-2013-00106.